Manufacturer narrative:
A1 - cmp-0284498 d6 - products were implanted between jan 1, 2006 and dec 31, 2013. E1 - initial reporter - the article was written by lukas ernstbrunner, jean-david werthel, eric wagner, taku hatta, john w. Sperling, and robert h. Cofield. Ernstbrunner et. Al. "Glenoid bone grafting in primary reverse total shoulder arthroplasty" j shoulder and elbow surg. Http://dx.doi.org/10.1016/j.jse.2017.01.011 reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "glenoid bone grafting in primary reverse total shoulder arthroplasty" which aimed to determine the need for bone grafting in primary reverse shoulder arthroplasty, reverse total shoulders manufactured by three different manufacturers. This includes an 32 comprehensive reverse total shoulders, manufactured by legacy biomet. 12 patients were identified in the article that underwent reverse shoulder arthroplasty on an unknown date. Patient follow-up results post-implantation indicate scapular notching of grade 1 or 2. There has been no further information provided and the patient outcome is unknown.